Manufacturer narrative:
The insulin power up properly after battery installation and was monitored and no blank display anomalies were noted. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not alarming and it kept turning off. The customer reported that the display did not return. The customer declined to troubleshoot. The insulin pump will be returned for analysis.